Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector, and the patient was not able to use infusion at all. At the time of the event his blood glucose level was 124 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector, and the patient was not able to use infusion at all. At the time of the event his blood glucose level was 124 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.